Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 10/02/2019. Device returned to manufacturer: yes. Device evaluation: the patient interface lot no 60132062 was returned within its original packaging. The pi cone and gripper clip assembly were received, however no syringe was included with the return. A visual inspection of the returned components did not reveal any obvious defects. Without the syringe, functional testing of the product could not be performed. The reported event cannot be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had surgery on (B)(6) 2019 and while laser was firing, there was a suction loss which resulted in an aborted procedure. It was noted that one (1) flap / ring procedure was replaced.